Event description:
A medical technician reported, the gas bubble did not last as long as anticipated in the eyes of the first four patients who had this product used during their procedures. The surgeon did not use the product for any additional procedures. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: architect analyzer, list # 3m74-01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer generated an initial reactive architect hiv result of 184.2 s/co (sample to control), however, when tested by confirmation testing, the sample was negative. The customer then tested the sample again with the axsym hiv assay, and the result was also negative. During the investigation of the issue, the result log identified elevated read spikes during the normal read window. The results were not reported out of the lab, therefore, there was no impact to patient management.